Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. On (B)(6) 2016, rv coil impedance spiked to 147 ohms up from a trend that had been in the 53-79 ohms range. Bipolar rv pacing impedance is in range. Tip to coil has one out of range high reading which is due to the rv defib coil being out of range high. Concomitant medical products: 1688tc-52 st jude lead, implanted (B)(6) 2005.

Event description:
It was reported that the right ventricular (rv) lead alerted for increased pacing impedance to out of range measurements. The rv defib coil impedance measurements also increased to high levels. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the distal portion of the lead was returned, analyzed and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.